Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, post-paced t-wave oversensing was observed on the device. Abbott technical support was contacted and reprogramming is anticipated to resolve the event. The patient was stable and will continue to be monitored.